Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose of 45 mg/dl. They treated with food and juice. Troubleshooting was performed for the low blood glucose. It was noted that the customer had 2 x-rays while wearing the insulin pump. The customer believed that the insulin pump was over delivering insulin. The device was returned for analysis.